Event description:
Three (3) days after the index procedure, the pt complained of chest pain and was re-admitted to the hosp. Coronary angiography confirmed thrombus present proximal to the two (2) previously implanted cypher stents. To treat the sub acute thrombosis (sat), aspiration of the thrombus, and percutaneous transluminal coronary angioplasty was done with a 3.5/22 mm balloon. The proximal left anterior descending (lad) site was dilated at 8 atm for 30 sec and the mid lad site at 14atm for 30 sec. An additional inflation with a sprinter balloon at 20 atm for 30 sec was done at the mid lad site. The physician's comments regarding the possible cause of the sat were that: 1) the lesion was long necessitating two (2) cypher stents. 3) the lesion was an in stent restenosis (isr) of a bare metal (bms) duraflex 4.0 mm stent. The index procedure was an elective case. The target lesion (s) were reported to be: concentric, diffusely diseased, an isr of a bms, not a bifurcation lesion, absent of pre-existing clot, not calcified, 32.4 mm in length, not tortuous, and type c. The lesion(s) were not pre-dilated. Lesion #1-1: the target lesion was the mid lad. A cypher 3.0/33 mm stent was implanted at 14 atm for 40 sec. Lesion #1-2: the target lesion was the proximal lad. A cypher 3.5/18 mm stent was deployed at 14 atm for 50 sec in overlapping fashion with the other stent. The stents were not post-dilated. The flow pre and post-procedure was timi 3. The residual stenosis was 0%.